Event description:
It was reported that the distal end of the carrier grooves broke during the tunneling step. It was impossible to remove the extension and the broken part of the carrier grooves was jammed in the tunneling route (skull to neck). The surgeon had to make an incision to remove the broken part and to release the extension. The surgeon used another extension and tunneled again. The surgeon had to add some antalgics due to the second tunneling. It was reported that the pt's outcome was okay, and there was no pt injury.

Manufacturer narrative:
Analysis of carrier model 3655, lot# u showed the distal end of the inner carrier fragmented at one point with slight plastic deformation at the adjacent tips. The distal edge of the inner carrier also appeared to have been slightly stretched prior to the breaking of the device. There were suspected tooling marks in the material between the inner and outer carriers. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event describing the report.

Manufacturer narrative:
(B)(4).